Event description:
Customer called on (B)(4) 2012 reporting of a leak which appeared to be clearing reagent above the pump while troubleshooting retic and diff issues on the beckman coulter lh 750 hematology analyzer. Customer stated that the instrument was experiencing vote-outs and r flagging on retics as well as unusual scatterplots were observed for the diff and retic. Customer reported that approximately 1 ml of fluid was spilled. Customer was wearing gloves and a lab coat at the time of the event and no exposure or injury was reported. Patient results were not affected and there was no change to patient treatment attributed to this event. No service was dispatched for this event. Customer stated that they will attempt to isolate and replace the defective part for the retic pump. Customer also indicated that they would bleach the flow cell to resolve the diff issue. No call back as of (B)(4) 2012 from the customer reporting of further issue with the instrument. The cause for the leak is unknown but customer had resolved the leak and the specific repairs were unknown.

Manufacturer narrative:
Evaluation code - conclusion code - (other): troubleshooting was performed by customer. Customer had resolved the leak but specific details of the repairs are unknown. (B)(4).